Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation, through a post market clinical follow up (pmcf) of retrospective data collection, that an escape basket was used during an r flex urs procedure performed on (B)(6), 2020. A computerized tomography (CT) scan was performed and the result shows periureteral edema. Due to perforation concern, the patient was taken back to the or, no urine leak was found, and a second ureteral stent was placed.